Event description:
Reporter states that the insert would not snap on the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.